Manufacturer narrative:
A photograph of the damaged battery was provided. The device and battery were not returned for evaluation. The investigation relied on the customer¿s description and the photograph that they provided. The provided image shows a vision battery with visible corrosion and residue at the wire/connector interface, consistent with electrolyte leakage. Without the physical battery, the extent of internal damage, root cause of leakage, or contributing environmental factors cannot be confirmed. No additional device-level issues were reported by the customer, and the pump itself was not identified as contributing to the battery condition. The batteries involved in this complaint are being evaluated as part of a broader root cause analysis. Corrective action is ongoing at this time. The customer's complaint was confirmed for battery leakage based on photographic evidence. Root cause cannot be determined due to lack of the returned product. No additional device issues reported. Corrected information can be found in b5 - describe event or problem and d7a - single use device.

Event description:
Correction: the affected battery type was a vision battery.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event involving a plum 360 reported that a technician attempted to install one of the batteries and discovered that it was leaking battery acid; occurred during routine preventive maintenance, and there was no patient involvement, and no patient harm/adverse event reported.